Event description:
Affiliate reported that the patient developed enlarged ventricles. Doctor changed the pressure. Gait disorder was noted. The pressure was changed again. The device was revised. It was noted that the lumbar catheter was broken.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.